Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced a capsular rupture and zonuler dislocation during an injection of a intraocular lens. The patient needed a vitrectomy procedure and a insertion of a ring. The implant was able to be inserted. Additional information has been requested.